Event description:
It was reported that the lens vault (z-syndrome) was noted in the patient's eye. The lens was repositioned successfully. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens remained implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.